Event description:
Dealer advised the wheel lock extrusion stretches up and down as you use the wheel lock. Dealer advised it causes the hex screws not to be secure and wheel lock pushes forward and does not make contact with the wheel.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.